Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The care giver (cg) stated that there was an air bubble in the patient line. Renal therapy services assisted the cg to end the therapy and advised to start all over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.